Event description:
Pci was performed on de novo bifurcation lesion in the obtuse marginal and the circumflex of 20mm in length in a 2.5mm vessel diameter by simultaneous kissing technique. After the first stent was deployed, angiographically, it appeared to have shortened or accordianed. A second stent was deployed to treat the lesion. The reporter is unclear which of the two stents is involved. There was no injury to the pt. The stent delivery systems are being returned for analysis.